Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage except for bent guide wire, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications except for bent guide wire due to user error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule attached to the esophagus but did not detach from the delivery system. There was minor bleeding at site of capsule attachment; there was no reported injury to patient and intervention was not required. A repeat procedure is needed. There was nothing unusual about the patient or procedure reported. An endoscopy was performed and the esophagus appeared to have esophagitis grade c present. Lubricant was used to facilitate capsule placement and the account confirmed that none of it went into the capsule chamber. No other known adverse events were reported.